Manufacturer narrative:
Company rep evaluated the system and duplicated the reported problems. Corrections included replacement of the system's ambulatory telepacks and reprogramming.

Event description:
Customer reported an issue with the panorama central station ambulatory telepack, which may have affected ECG monitoring. No pt injury was reported.